Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, lower eyelid and malar edema, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: skippen, b., baldelli, I., hartstein, m., casabona, g., montes, j., & bernardini, f. (2019). Rehabilitation of the dysmorphic lower eyelid from hyaluronic acid filler: what to do after a good periocular treatment goes bad. Aesthetic surgery journal, 1-9. Doi:10.1093/asj/sjz078.

Event description:
This case is linked to 2135225-2019-00052, 2135225-2019-00053, 2135225-2019-00055, 2135225-2019-00056, and 2135225-2019-00057, 2135225-2019-00058. This is a literature report from a noncomparative, retrospective study of a series of consecutive patients who presented with lower eyelid dysmorphism secondary to chronic edema one year or more after uneventful hyaluronic acid filler injection in the infraorbital area. This case concerns a (B)(6) female patient. She was injected with hyaluronic acid into the infraorbital area, four years previously. The patient had no history of lower eyelid blepharoplasty, allergies, rosacea, chronic or fluctuating lower eyelid and malar edema of unknown origin, or of thyroid disease. Three years after the hyaluronic acid treatment, the patient developed lower eyelid and malar edema with swollen malar festoons, and she was very unhappy. Corrective treatment included hyaluronidase. Hyaluronidase was diluted in lidocaine without epinephrine (1500 units in 1 ml), and injected in the center of the clinical edema, with 0.2 ml (30 units) per injection point. A light digital massage was performed to uniformly distribute the enzyme in the desired areas. Two weeks after the hyaluronidase treatment, the patient was very unhappy because of her lower eyelid bags, orbito-malar groove, and empty malar festoons. She refused hyaluronic acid retreatment and opted for lower eyelid blepharoplasty. She underwent trans-conjunctival fat repositioning associated with mini-pinch skin excision and orbicularis suspension. There was no fat added to the cheeks, only local fat was transposed. There were no clinical or intraoperative signs of residual hyaluronic acid and normal eyelid anatomy was found at the time of surgery; for this reason a biopsy was not considered necessary. The patient achieved a satisfactory result six months after lower eyelid blepharoplasty. The outcome of the event was considered resolved. In the opinion of the author, long-lasting chronic lower eyelid edema was the most frequent hyaluronic acid related complication and the main cause of patient concern when considering periocular hyaluronic acid treatment. With respect to late-onset chronic edema, the lack of awareness of this complication and the long time separating the original injection from the occurrence of the complication may steer patients and physicians away from suspecting the real culprit, delaying its diagnosis and treatment. Placing the right filler, employing the appropriate injection technique and the surgeon being an expert injector and aware of the complex local anatomy may help in mitigating the risk of this complication